Event description:
During a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty, stent migration and a dissection occurred. The lesion was located in the diagonal artery. A taxus express2 2.5x8mm drug eluting stent was used to treat the lesion. The physician deployed the stent to 8 or 9 atm's for 30 seconds. The balloon was deflated but would not come out. The physician reinflated the balloon to 5 or 6 atm's for 30 seconds and then deflated, however the balloon still would not come out. The physician pushed forward to reposition the guide and balloon. The balloon would not come out. The physician pulled on everything together and it was all removed as a unit. The physician reengaged the guide. The stent migrated so that 1/4 of it was in the dx and the rest was in the left anterior descending artery. This caused a dissection in the vessel. The physician could not get a wire past the dx. The dx shut down and the pt had an mi. The procedure was completed with two cypher stents and crushed the taxus against the vessel wall. No further complications were reported. Pt status was satisfactory post procedure.